Manufacturer narrative:
Follow-up ((B)(4) 2012). Device evaluation: the test strips involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2012 with the following findings: the test strip has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging his onetouch ultra meter displayed an 'error 4' and an 'error 5' (using 2 different test strip lot numbers) message. The medical surveillance specialist (mss) spoke with the patient on (B)(6) 2012 and obtained the following information. The patient tests his blood glucose 4-5x daily. The patient manages his diabetes with humalog insulin (sliding scale) and lantus insulin (30 units in the evening). The alleged issue began on the evening of (B)(6) 2012. The patient denied making changes to his usual dose of medications; however, due to the alleged error messages, the patient reportedly went to bed without testing. At 130am the following morning, the patient woke up feeling high blood glucose symptoms of hot and sweaty. The patient administered self 15 units humalog insulin as treatment and felt better later that same morning. At the time of troubleshooting, the customer care advocate (cca) walked the patient through a retest with one of the available test strip lot numbers. Replacement products were sent to the patient. This complaint is being reported because the patient claims he was unable to test his blood glucose due to the reported issues and reportedly developed symptoms suggestive a serious injury after the alleged meter issues began.

Manufacturer narrative:
The meter and test strips involved with this complaint have been returned. The meter was evaluated by lifescan product analysis on (B)(4) 2012 with the following finding: the meter passed all testing with no faults found. The test strips have not yet been evaluated. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted.